Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Pump error 53 found in the pump history due to software error. No tt defect number listed in the ngp pump error 53 failure analysis guide. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump turned off after asking for a battery change. The device also alarmed with a software error detection. No further details were provided, and no products were returned or replaced at this time.